Event description:
The customer reported via phone call that they experienced a hyperglycemia. Customer blood glucose level was 600 mg/dl. Customer stated that the battery compartment was cracked. It was unknown that whether customer was used insulin pump system within 48 hours of reported event. No further patient complication were reported. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Software 2.8c. Device passed the displacement test. Device received with cracked retainer, broken battery tube threads and cracked case at battery tube side.